Event description:
Patient reported that the lancet is protruding from the device's end-cap. Patient did not experience an accidental stick as a result. Technical support requested the return of the suspect product and replacement product was shipped.